Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The patient's weight was not provided. The previous inserted weight was the patient's age.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a significant risk factor or infection. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism that is normally found on human skin. While the exact cause of the peritonitis cannot be determined, it is possible the peritonitis was related to a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During the call, the pdrn stated that the patient was suspected to have peritonitis and was sent to the hospital. The pdrn stated that the patient has had peritonitis for approximately a week. Upon further follow-up with two pd nurses, it was reported that on (B)(6) 2020 the patient was admitted to the hospital. The patient¿s pd culture (obtained on (B)(6) 2020) yielded growth of staphylococcus aureus and an elevated white blood cell (wbc) of 5800. It was reported the patient was treated with unknown antibiotics. At the time follow-up was completed the patient remained hospitalized and no further details about the hospitalization are known. The nurse stated the patient did not have any fluid leaks or any issues with any fresenius device or product in relation to the event. It was reported the exact cause of the peritonitis was unknown. However, it was stated the patient may have had a breach in aseptic technique during the pd exchange.